Event description:
The report indicates that revision surgery of the patient's existing implanted total elbow prosthesis was required to correct a circumstance of a loosened screw. The intention was to replace the old generation spool and screw components with current generation spool and screw components. During the surgery, it was demonstrated that the current product components are difficult to mate/match with previous generation design components due to changes in the component features and dimensional characteristics.

Manufacturer narrative:
No additional data is anticipated regarding this event report.